Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A labeling review will not be performed as the product code is unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous consumer report from (B)(4) of constipation and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced constipation. On (B)(6) 2010, the patient experienced peritonitis. The patient was treated with ip reflin 1 gm daily ((B)(6) 2010 - ongoing). The peritonitis was resolving and outcome for the constipation was unknown. Dianeal therapy was ongoing. The reporter stated the peritonitis was due to the constipation and was not related to dianeal therapy. The reporter did not provide an opinion of causality for the constipation.